Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor response buttons were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the front response button was not functioning properly. The response button's metallic dome was missing. The root cause for the missing dome was physical abuse. No adverse event resulted from the defective monitor.